Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes due to far-p wave oversensing was observed on egms. Programming changes were made and no more episodes were noted. Patient's condition was fine.